Manufacturer narrative:
The site has chosen not to replace the cable at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the power cable had exposed and pulled wires. This issue was noted outside of a procedure, and there was no patient involvement.